Event description:
It was reported that the device was used during a vats procedure, the device ratchet mechanism failed to release after being clamped onto lung tissue. More lung was resected to release the device. No patient consequence.